Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of device memory found no errors or faults. The clinical observation could not be confirmed in laboratory testing.

Event description:
--

Manufacturer narrative:
No additional information was able to be obtained from the field. As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated.boston scientific received new information that this device was explanted approximately 30 months later due to normal battery depletion and was replaced with a boston scientific implantable cardioverter defibrillator (ICD). No additional allegations had been received against this device. The explanted device was returned and is undergoing laboratory analysis.this report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with the programmer. A boston scientific technical services (ts) consultant suggested trying a different programmer, unplugging the wand, trying different a outlet to plug programmer into, or elevating the wand slightly away from device pocket. Additional information has been requested from the field.